Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging a power issue with the pump. The patient claimed that the pump had lost power. According to the patient, she did not realize that the pump had lost power until she was about to deliver a bolus. During the time of concern, the patient reportedly developed a symptom of being extremely thirsty. She also had a blood glucose (bg) level of "300 mg/dl." The patient mentioned that it took about 2 hours before she became stable again. Through troubleshooting, the patient admitted to noticing a crack near the battery compartment. The patient admitted that she had noticed the crack a week earlier. The patient denied that the battery cap was damaged or that the yellow o-ring was visible. The pump was replaced. She was advised to discontinue using the subject pump. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level with a symptom suggestive of severe hyperglycemia. However, the patient's injury can be attributed to possible use-error considering she continued to use the pump for a week after noticing a crack by the pump's battery compartment. The alleged power issue with a noticeable crack in the pump's casing is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no power issues recorded. On examination, the pump case was noted to be cracked at the battery compartment threads. The threads on the battery cap returned for investigation were noted to be stripped and the cap was unable to maintain an electrical connection while attached to the pump. A new test battery was used for testing and was able to fasten to the pump properly. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.